Event description:
This ra lead was implanted on (B)(6) 2011. Predischarge interrogation of the device on (B)(6) 2011 revealed that the atrial lead had dislodged from the right atrial appendage to the floor of the atrium. A successful lead revision was done the same day placing the lead back in the right atrial appendage. Patient was discharged home the same day on (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).